Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with cracked end cap, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was changing the infusion set and the insulin pump fell off of the counter and hit the floor. Customer stated that the drive support cap popped out, he pushed it back in and then he noticed a crack along the side of the reservoir compartment to the right of the reservoir window. Blood glucose value was 94 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.